Event description:
It was reported that this right atrial (ra) lead and implantable pacemaker exhibited high out of range pace impedance measurements. Subsequently, resulting in activation of the lead safety switch (lss) and a signal artifact monitor (sam) episode. Noise was also observed that was consistent with oversensing related to the minute ventilation (mv) feature. Technical services (ts) discussed potential causes, but the root cause was not determined. The lead was switched to unipolar pacing and sensing for optimization and no out of range measurements have been noticed since. No adverse patient effects were reported. At this time, the lead and device remain in service. It was additionally reported that there was no capture at maximum output. The device was reprogrammed for optimization, to unipolar fixed sensing in the ra lead, and pacing was disabled. No adverse patient effects were reported. The patient will continue to be monitored. The lead remains in service.

Event description:
It was reported that this right atrial (ra) lead and implantable pacemaker exhibited high out of range pace impedance measurements. Subsequently, resulting in activation of the lead safety switch (lss) and a signal artifact monitor (sam) episode. Noise was also observed that was consistent with oversensing related to the minute ventilation (mv) feature. Technical services (ts) discussed potential causes, but the root cause was not determined. The lead was switched to unipolar pacing and sensing for optimization and no out of range measurements have been noticed since. No adverse patient effects were reported. At this time, the lead and device remain in service.